Manufacturer narrative:
During the device evaluation, the planet gears on the rear driveshaft were found to be not turning smoothly and "gritty feeling", which is the probable cause of overheating. The device was not returned to the user facility, as it was scrapped by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver high speed bur attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.